Event description:
Caller reported that a malfunction occurred with the pump after it was submerged in a lake. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the device remained unresponsive. As a corrective action, technical support arranged for a replacement pump to be sent, while the customer used multiple daily injections as a backup insulin therapy. The caller was instructed to return the malfunctioning pump using the provided ups box and pre-paid label, and they received guidance on how to proceed with the replacement pump upon its arrival.